Event description:
It was reported that a malfunction alarm occurred due to a software error detected, with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, after which the malfunction did not recur, and the customer was informed to continue using the pump, with instructions to call back if the issue arises again.